Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 95% stenosed lesion was located in a shunt in the moderately calcified and moderately tortuous forearm. A 5mm x 40mm x 40cm sterling balloon catheter was used for dilation. The device ruptured during the first inflation at 10 atm. The procedure was completed with a 6mm x 4cm sterling catheter balloon. No patient complications were reported and the patient status was good.